Manufacturer narrative:
This complaint could not be confirmed since the product was not available for evaluation or testing. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, they could not get adequate drainage. The procedure was able to be completed. There were no reported adverse consequences to the pt.